Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) in mitral annular calcification (mac) procedure using a 29 mm sapien 3 ultra resilia valve. After the valve was deployed, post-dilation was performed. When the patient came off pump, mild paravalvular leak (pvl) was noted. It was indicated that sutures had been added to secure the valve and minimize the pvl. Approximately 8 days after the tmvr procedure, the patient presented with severe pvl. Four amplatzer vascular plug ii (avp2) were used to plug the pvl and the pvl reduced to moderate. Approximately 1 month and 5 days later, an additional two pvl plugs were placed. Approximately 2 months and 3 days after the tmvr procedure, the patient presented with moderate to severe pvl. It was unknown whether the valve had migrated atrially or was atrial in position initially. The patient subsequently underwent a valve-in-valve procedure using a 29 mm sapien 3 ultra resilia valve. The pvl plugs were removed using a non-edwards catheter, 7fr multipurpose guide and gooseneck snare. The valve was then implanted inside the first valve. Post procedure, mild pvl was noted. The pvl was noted to have improved over time in the room with transesophageal echocardiography (tee). The plan is to monitor the patient and perform a repeat echocardiography to assess if there will be a need to plug the pvl.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the medical records and investigation. The following sections of this report have been corrected/updated: b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - impact code, health effect - clinical code, type of investigation, investigation findings, investigation conclusions), h10 (related report number) and h11 (additional narrative/data). This is one of two manufacturer reports being submitted for this case. The device was used in off-label implantation in the mitral position. As there are no specific instructions for use (IFU) or training materials related to off-label mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (off-label use - implantation of the valve in mitral annular calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (off label use - implantation of the valve in mitral annular calcification and valve malposition) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) in mitral annular calcification (mac) procedure using a 29 mm sapien 3 ultra resilia valve. After the valve was deployed, post-dilation was performed. When the patient came off pump, mild paravalvular leak (pvl) was noted. It was indicated that sutures had been added to secure the valve and minimize the pvl. Approximately eight (8) days after the tmvr procedure, the patient presented with severe pvl. Four amplatzer vascular plug ii (avp2) were used to plug the pvl and the pvl reduced to moderate. Approximately one (1) month and five (5) days later, an additional two pvl plugs were placed. Approximately two (2) months and three (3) days after the tmvr procedure, the patient presented with moderate to severe pvl. It was unknown whether the valve had migrated atrially or was atrial in position initially. The patient subsequently underwent a valve-in-valve procedure using a 29 mm sapien 3 ultra resilia valve. The pvl plugs were removed using a non-edwards catheter, 7fr multipurpose guide and gooseneck snare. The valve was then implanted inside the first valve. Post procedure, mild pvl was noted. The pvl was noted to have improved over time in the room with transesophageal echocardiography (tee). The plan is to monitor the patient and perform a repeat echocardiography to assess if there will be a need to plug the pvl. Medical records were received for evaluation. According to the medical records, the patient presented with severe symptomatic mitral regurgitation on a background of extensive mitral annular calcification (mac). The patient underwent an open tmvr procedure using a 29 mm sapien 3 ultra resilia valve. The valve was deployed under fluoroscopic guidance via direct approach. During the procedure, the anterior mitral leaflet was excised near its annular attachment, and a rim of approximately 2-3 mm of anterior leaflet tissue was left attached to the annulus. The heavily calcified posterior leaflet and annulus were left intact to serve as an anchor for the prosthetic valve. Two guiding sutures were placed through the sturdy calcium at the mitral annulus commissures and exteriorized through the left atrium to aid in positioning and to secure the valve after deployment. Under direct visualization through the left atriotomy, the crimped sapien 3 ultra resilia valve was aligned approximately 50/50. Fluoroscopic guidance was utilized concurrently to verify proper coaxial alignment and depth of the valve relative to the mitral annulus. This was to ensure it was clear of the left ventricular outflow tract (lvot) and not interacting with the aortic valve prosthesis. Once optimal position was confirmed, the balloon was slowly inflated to deploy the transcatheter heart valve (thv) in the mitral position. The prosthesis expanded fully, anchoring securely within the calcified annulus. The guiding annular sutures were tied over the valve's outer frame (felt skirt), providing additional stabilization of the implant. The new mitral bioprosthetic valve was observed to be well-seated with no rocking. The valve also appeared competent with no visible paravalvular gaps. Subsequently, the left atriotomy and the aortotomy were closed and the heart was de-aired. The patient was weaned from cardiopulmonary (cp) bypass uneventfully and the cannulas were removed. Transesophageal echocardiography (tee) was repeated post-bypass, and the newly implanted mitral bioprosthetic valve demonstrated one paravalvular jet that was moderate with mild-moderate regurgitation and a low gradient of 4 mmhg. Due to the residual regurgitation, the patient went back on cp bypass. The implanting team re-cross clamped and arrested the heart. The atriotomy was re-opened and the mitral thv was re-positioned to a less atrial position. It was then secured circumferentially with sutures. The implanting team then proceeded with the foregoing steps to close the atrium and separate from cardiopulmonary bypass. The echocardiography revealed good position of the valve and trace residual pvl at the anterior commissure. Approximately eight (8) days after the tmvr procedure, four (4) vascular plugs were placed via transfemoral access to close the mitral thv pvl. Approximately one (1) month and five (5) days later, the patient presented with severe mitral paravalvular regurgitation and was treated with placement of two amplatzer vascular plugs via transfemoral access. In addition, one previously deployed vascular plug had embolized to the left common femoral artery and exploratory vascular surgery was performed to retrieve it with patch and endarterectomy. Following deployment of the occluders, tee assessment demonstrated an immediate near-complete resolution of the paravalvular regurgitation, with only trivial residual flow. The patient's hemodynamics improved following the closure. Approximately twenty-one (21) days later, the patient underwent a mitral valvuloplasty and valve-in-valve tmvr procedure with a 29 mm sapien 3 ultra resilia valve. The amplatzer vascular plugs were also removed during the procedure.